Event description:
The peritoneal dialysis registered nurse ((pd)rn) contacted fresenius technical support after several unknown alarms were encountered during treatment. The patient¿s alarm history could not be reviewed at the time of the call. The pdrn stated the patient is suffering from edema. The patient went to the clinic and drained approximately 2000 ml. Follow-up was performed with a clinic pdrn. The pdrn stated the patient arrived to the clinic with generalized edema (face and legs) and shortness of breath. Oxygen was administered to the patient for supportive therapy. The patient was drained and completed an additional cycle which took approximately two hours. The clinic provided a loaner cycler to the patient in order to continue pd therapy at home as prescribed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical review: a temporal relationship exists between fill/drain issues during pd therapy with the liberty select cycler and the patient¿s fluid volume overload characterized by generalized edema and shortness of breath. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. Currently, it is unknown what caused the filling/draining issues to occur during pd treatment with the fresenius cycler. Based on the reported information, the fresenius cycler cannot be excluded as a possible contributory factor in this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis registered nurse ((pd)rn) contacted fresenius technical support after several unknown alarms were encountered during treatment. The patient¿s alarm history could not be reviewed at the time of the call. The pdrn stated the patient is suffering from edema. The patient went to the clinic and drained approximately 2000 ml. Follow-up was performed with a clinic pdrn. The pdrn stated the patient arrived to the clinic with generalized edema (face and legs) and shortness of breath. Oxygen was administered to the patient for supportive therapy. The patient was drained and completed an additional cycle which took approximately two hours. The clinic provided a loaner cycler to the patient in order to continue pd therapy at home as prescribed.